Manufacturer narrative:
This report is being submitted to relay additional information. Additional concomitant medical products: item # 31-323230, drill bit, lot # 970140. Complaint sample was evaluated and the reported event was confirmed. Two drill bits were returned to the manufacturer for evaluation. Upon visual inspection, they both had fractured at the fluted section. Furthermore, photographs of the products were received and it was identified the drill bits were fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 31-323230, drill bit, lot # 710600. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04003, 0001825034-2018-04004.

Event description:
It was reported that during the process of implanting the cup, the drill bit fractured. An alternate drill bit of the same size, different lot was used, in which the second drill bit also fractured. This surgery was finished with backup instrumentation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This report is being submitted to relay additional information. Concomitant medical products: item # (B)(4), drill bit, lot # 970140.